Event description:
The user called the emergency support program line from the sicu reporting sluggish flow in the inner lumen. They stated that blood aspiration for lab draws was difficult and resistance was encountered during flushing. No patient harm was reported.

Manufacturer narrative:
The issue was addressed by advising the user that drawing blood from the iab inner lumen is not recommended. Since the line was not patent, the user was instructed to cap the inner lumen and clearly mark it as not for use. The user confirmed that the fiber-optic source was functioning properly with expected waveforms and values. Guidance was provided.